Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced a hyperglycemia event while using the ilet system after pausing the pump to shower, forgetting to reconnect the infusion set, and consuming a meal without announcing it; the infusion set was a contact detach steel set placed on the abdomen, and the dexcom g7 continuous glucose monitor (cgm) showed a highest glucose of 303 mg/dl, after which the patient reconnected and the ilet began delivering correction insulin. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no hospitalization and patient-reported expectation of glucose trending down. Investigation included user troubleshooting and education regarding reconnection after disconnection and meal announcement practices. Investigation of this case revealed user-related interruption of insulin delivery due to non-reconnection and missed meal announcement, with device functionality restored upon reconnection and correction dosing initiated. It was concluded, based on previously established findings for similar reports, that the cause was user error related to therapy use and handling.